Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician via (B)(4). Patient underlying disease was a spinal cord injury at the 6th cervical spine level. As of (B)(6) 2015 the patient¿s spasticity of the lower limb had improved and the patient was making good progress. On (B)(6) 2016 the spasticity of the lower limb was getting worse gradually. A pump operability test was performed at this time and the dose was increased from 35mcg/day to 46mcg/day. On (B)(6) 2016 the spasticity of the lower limbs worsened further. It was almost the same with the preoperative level. A catheter x-ray was performed which showed the spinal cord catheter was dislodged to under the skin. On (B)(6) 2016 the procedure to replace the spinal cord catheter was performed. The attending physician commented that although dislodgement of the catheter to under the skin was confirmed, operative findings showed the catheter was fixed to the fascia and was not displaced from the fascia, and it was considered that there was no problem in the procedure. The patient moves a lot and it seemed that the catheter was displaced gradually due to body motion. However, the cause was unclear and fixing the catheter was performed by the procedure which was same with the first one, so the catheter may again be dislodging. Additional information was received from a physician via daiichi. The causality was unrelated to the investigational drug, pump and programmer. The causality was related to the catheter and was unknown if it was related to the procedure. The patient experienced withdrawal symptoms. The patient was recovered as of (B)(6) 2016. Surgical history was a procedure in 1996: c5-7 anterior/posterior combined fusion. The pump was delivering gabalon 0.05 percent; 12 mcg/day start date of (B)(6) 2015

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was hospitalized on (B)(6) 2016. Information was received from a physician. On (B)(6) 2016 a replacement procedure was performed to replace the catheter in the back only. After the catheter replacement procedure was completed, the physician considered that the anchor was displaced from the fascia due to some cause such as body movement, and also that the catheter was displaced due to peristaltic movement and coiled around the anchor. The catheter migrated spirally.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n515765002, implanted: (B)(6) 2015 explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician. As of (B)(6) 2016, although the patient condition at post procedure became good, the daily dose was still being adjusted. Outcome of the aggravation of spasticity and displaced catheter was reported as remission as of (B)(6) 2016. Additional information was received from a physician indicated the patient's pump was implanted on (B)(6) 2015 and this was the start of the patient's dosing period and the dosing was continuing. The outcome of the increased spasticity and catheter dislodgment was recovering as of (B)(6) 2016 and both events were unrelated to the investigational drug. The events were related to the catheter and were not related to the pump or programmer; however it was unknown if there was a relationship to the procedure. It was further reported on (B)(6) 2016 the spasticity was found to have worsened at outpatient visit. There were no signs of withdrawal symptoms, but it was believed that there was catheter trouble, so a contrast study would be performed. On (B)(6) 2016, confirming with CT prior to contrast enhancement revealed catheter dislodgement, and thus the spinal catheter will be replaced on (B)(6). (The patient (B)(6). In the initial report, however, the correct (B)(6).) On (B)(6) 2016, the catheter was replaced with a new one only in the back. On (B)(6) 2016, the patient's condition improved considerably after surgery, but the daily dose was being adjusted. A possibility of catheter problem was considered as the spasticity suddenly worsened. Physician's opinion after catheter replacement: it was considered that the anchor dislodged from the fascia for some reasons such as patient's body movement, which resulted in the intraspinal catheter migrated peristaltically and coiled near the anchor. On 04/26/2016, additional information was received. Case description: this is a serious case received from a physician by (B)(6) on (B)(6) 2016 (reported as non-serious) and (B)(6) 2016 (reported as serious). A (B)(6) male patient received gabalon intrathecal injection (baclofen) for spinal cord injury from (B)(6) 2015. The patient experienced spasms (muscle spasms) on (B)(6) 2016 and catheter dislodgment (device dislocation) on (B)(6) 2016 the event led to inpatient hospitalization. On (B)(6) 2015, the intrathecal pump and the catheter were implanted. On the same date, intrathecal administration of gabalon was started. On (B)(6) 2016, aggravation of spasms was noted upon outpatient visit to hospital. Although there were no signs of withdrawal symptoms, a contrast-enhanced test was scheduled in consideration of a problem with catheter. On (B)(6) 2016, a CT scan was performed prior to a contrast-enhanced test and revealed catheter dislodgment. It was decided to replace the spinal catheter on (B)(6) 2016. On the same date, aggravation of spasms and catheter dislodgment were ongoing. Concomitant medications were unknown. The outcome of the events was not recovered. After catheter replacement, the reporting physician considered that an anchor was dislodged from the fascia due to some cause such as body motion, the intrathecal catheter migrated spirally, and it was coiled around the anchor. Follow-up information received on 18 apr 2016: the outcome of 'spasms' and 'catheter dislodgment' was updated from 'not recovered' ((B)(6) 2016) to 'recovering' ((B)(6) 2016). The information on the clinical course was obtained. On (B)(6) 2016, although the patient's condition was becoming much better after the surgery, the daily dose of gabalon was being adjusted. The patient was recovering from spasms and catheter dislodgment

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n515765002, implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-09, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon (unknown dose and concentration) via an implantable pump for spinal cord damage/injury. On (B)(6) 2016, the patient's spasticity suddenly worsened/deterioration of spasticity during a hospital visit. The patient did not have any signs of withdrawal symptoms, therefore, the hcp believed there was a possibility of catheter trouble. A computed tomography (CT) scan was performed on (B)(6) 2016 prior to fluoroscopy and it identified that the catheter was displaced and dislodged. The "catheter in question on the spinal side" was scheduled for replacement to occur on (B)(6) 2016. The event was unrecovered as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.